Event description:
This patient presented to cath for treatment of a totally occluded, moderately calicified, tortuous and and concentric lesion in the left main coronary artery with birfucations requiring double guidewire. Two stents were used to treat the lesion. 285 days later, the patient died. This was deemed a cardiac death. Relationships to the device and procedure were not provided.